Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1121318) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported to the aci sales professional that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right groin via a 6f procedural sheath. A pre procedural femoral angiogram revealed no presence of calcium. Post procedure, the radiology technologist (rt) who is in training to the mynx device, with the aci sales professional present, used the device to close the access site. There was no complication during the procedure or mynx deployment. There was a 1 minute swell with 5 minutes hold time and hemostasis was successfully achieved with the mynx. The patient's groin was reportedly soft and dry therefore she was transferred to the nursing floor. On the morning of (B)(6) 2011, the patient developed abdominal pain and her hemoglobin dropped from 10.6 to 9.0. The patient was taken for a CT scan on (B)(6) 2011 revealing a 5 x 3.5 x 7 cm anterior abdominal wall hematoma. Manual compression was held for 25 minutes at the area which resolved the hematoma. The patient was put on bed rest and was discharged to home on (B)(6) 2011 with no reported clinical sequela. No further information was provided.